Event description:
The hospital reported that during an endoscopic vein harvesting procedure about three months prior to the date of this report, the vasoview hemopro device was cutting but not sealing, which led to some bleeding. A new kit was used to stop the bleeding with no other pt effects reported. The reporter stated this event came up in conversation when discussing a different event. A new kit was opened to complete the procedure. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that there were no nonconformities with the device. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "cutting but not sealing" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).